Event description:
Cautery unit discharged current immediately upon hookup of power cable to electrocautery scissors. Electrocautery scissors in contact with bowel unintentionally. Unit continued to discharge after instrument disconnected. Unit discharged during all tests to determine fault in cable versus electrocautery scissors. Resulted in electrical burn to pt's colon, requiring bowel wedge resection with a low transverse incision. Equipment inspected by rptr's engineering dept, appears caused by cable which malfunctioned.